Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure the customer had issues with the medium-large clip applier not holding clips and was not giving the instrument usage number. The procedure was aborted to another da vinci system. No patient injuries were reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting issues with the medium-large clip applier not holding clips and not giving the instrument usage number, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier was analyzed and found to have a severely bent grip. The medium-large clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove. As a result, the clip could not be properly loaded on the grips. The complaint regarding medium-large clip applier not holding clips and not giving the instrument usage number was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. The probable root cause of severely bent grips with an offset = 0.05¿ is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.